Manufacturer narrative:
Event clarification has been requested from the field representative. It was later reported from the field representative that no further details were available to clarify this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this patient's advocate that this patient had a malfunctioning lead. The specific malfunction and which lead, possibly this right ventricular (rv) lead, was malfunctioning was unknown. No adverse patient effects were reported. It was reported that no intervention was performed due to the patient's age.